Manufacturer narrative:
3003721894-2015-00056 is associated with (B)(4) polident denture adhesive cream.

Event description:
Accidental device ingestion. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for an unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Additional information: the consumer reported that she happens to swallow a small dose of polident denture adhesive cream.